Event description:
It was reported that this implantable pacemaker had communication/transmission issues with the programmer, suspected to be due to wifi and cell signal. The issues persisted even after connected to wi-fi. Technical services attempted to troubleshoot with no success. Additionally, health care physician requested to program the device into magnetic resonance imaging (MRI) protection mode. Ts confirmed that the system was mr conditional. This device remains in service and no adverse patient effects were reported.